Event description:
The customer reported that they had unexpected shutdown of this device.

Manufacturer narrative:
The customer reported that they had unexpected shutdowns of this device. The factory had not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.